Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. In addition, further communication with the customer requested for independent laboratory testing of the device. To date, confirmation from the customer for the independent laboratory testing and independent laboratory testing schedule has not yet been finalized. On july 26, 2023, the olympus endoscope support specialist (ess) was dispatched to the customer¿s site to observe the user facility¿s reprocessing practices from start to finish. It was noted that scope reprocessing failed to follow the instructions for use (IFU) sequence of manual brushing and failed to utilize the distal end flushing adapter. No documentation for reprocessing was immediately available. On august 08, 2023 the ess returned to the customer's facility to perform a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The ess ensured the staff were instructed and could independently perform the proper steps in manual reprocessing and utilization of the distal end flushing adapter in accordance with the IFU and per the olympus reprocessing guidelines. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii duodenovideoscope tested positive twice for microbial contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning is performed immediately after procedures. The precleaning steps performed are as follows: sponge the entire scope with water and detergent, aspirate detergent through scope suction channel, and use the air/water channel adapter to purge through scope. The scope is leak tested with a medivator veriscan lt before manual cleaning is performed. The channels of the scope are brushed manually and daily with a single use combination cleaning brush. The manufacturer of the cleaning brush is olympus. The automated endoscope reprocessor (aer) used was an olympus oer elite with medivators intercept detergent and olympus acecide-c. The minimum effective concentration is checked daily, both manually and through the aer. The customer reported there have not been any problems with the aers and the last preventive maintenance was performed in april 2023. The device was hung in an air filtered drying cabinet. The customer did report there are a few personnel changes since the last reprocessing in-service in february 2023; however, all new personnel are trained on how to properly wash scopes and operate the aer's. Olympus is the maintenance company. Additionally, the customer reported the device was ethylene oxide (eto) sterilized and high-level disinfected (hld). The customer declined further microbiological testing and therefore, the issue was not confirmed, as scope was not microbiologically tested by olympus. The device evaluation used a borescope and found the forceps and suction channels were kinked; the light guide tube and scope connector were scratched; the insertion tube was dented and scratched; the angulation control knob was loose; the bending section cover adhesive was cracked; the objective lens cement was peeling.

Event description:
Sampling was conducted as a part of the facility's monthly routine culture testing. The microbial contamination was identified as staphylococcus at the distal end of the device. The device did not fail adenosine triphosphate (atp) testing. The customer reported the device was quarantined while awaiting microbiological test results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the exact cause of the scope testing positive. However, it was determined that the scope was not reprocessed in accordance with the instructions for use (IFU) as the customer failed to utilize distal end flushing adapter (failed to follow the IFU sequence of manual brushing). It is possible that this may have contributed to the failure of the scope testing positive. Instructions for use (IFU) states steps of manual cleaning in the following item: IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.5 manually cleaning the endoscope and accessories. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.